Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing. There was no pacing inhibition observed. It is unknown at this time if a new ra lead was implanted. No additional adverse patient effects were reported.